Manufacturer narrative:
(B)(6). Results: no sample was returned. Returned photographs were evaluated and showed the reported defect. No further instances of incompletely formed tubes were found in the retained samples. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5035317. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® glass citrate tubes with a lt. Blue bd hemogard¿ had the tube open at the bottom with no additive or vacuum. No serious injury or medical intervention reported.